Manufacturer narrative:
H10: internal complaint reference: case-2023-00183911-1. Jordan s. Broberg, douglas d.r. Naudie, james l. Howard, brent a. Lanting, edward m. Vasarhelyi, matthew g. Teeter. (2023). Correlating contact kinematics to tibial component migration following cemented bicruciate stabilized total knee arthroplasty. The journal of arthroplasty. Volume 38, issue 6, supplement, https://doi.org/10.1016/j.arth.2023.01.051. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "correlating contact kinematics to tibial component migration following cemented bicruciate stabilized total knee arthroplasty", one (1) patient who initially underwent a primary tka with a journey ii bcs system (including a biconvex inlay patellar button fixed using bone cement, a jii cocr bcs femoral component and a jii xlpe articular insert) sustained an unspecified infection that required an irrigation & debridement procedure. The outcome of this patient is unknown. No further information is available.